Event description:
End user stated that the commode opening in the sling has stretched way larger then when she first purchased it. She claims the opening is now 14 x 10. She has contacted (B)(6), left them a message, they have not returned the call. She just purchased this approx 2 months ago.